Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not duplicate the system lock up. He adjusted the workstation power supply to 5.14 vdc. He torqued transformer nuts to specification, verified ac voltages at taps, inspected high voltage cable and ccd camera connections. He tested the fluoro, verified kv tracking and image resolution in specification. The system is operating as intended.

Event description:
The customer reported that the system locked up.